Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription form was received for patient's left distal femur with diagnosis "osteosarcoma". No other reason for revision was given at the time of pi creation.

Event description:
A patient specific implant prescription form was received for patient's left distal femur with diagnosis "osteosarcoma". No other reason for revision was given at the time of pi creation.

Manufacturer narrative:
An event regarding alleged required revision involving a mets distal femur was reported. Medical review identified cracks in the cement mantle and multiple radiolucent lines along the femoral stem and between the cement mantel and the bone and in addition, the stem has misaligned with the femoral bone. Method and results- product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement. The date of insertion is unknown. We have not yet received a report from the surgeon providing a reason for revision. However, the CT scan provided shows bone resorption at level of bone resection. There are cracks in the cement mantle and multiple radiolucent lines along the stem and between the cement mantel and the bone. In addition, the stem has misaligned with the femoral bone. The above radiographic assessment has confirmed the implant needs to be revised. Product history review: a review could not be performed as this device does not have a lot ID. Complaint history review: a review could not be performed as this device does not have a lot ID. Conclusions: the surgeon reported that he is not planning on revising the tibia, the femur has failed again so needs a more robust femoral fixation. The exact cause of the event could not be determined because further information such as the device lot number and catalogue identification, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2019 due to loosening whereby distal femur components were explanted siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.